Event description:
Per the clinic, it was reported that the patient developed severe skin overgrowth at the implant site and subsequently skin breakdown. The patient was treated with topical antibiotics.